Event description:
Consumer complaint of blood result reading of "lo". Customer states that her normal range is around 198 mg/dl. Performed back to back blood tests at the time of the cal, resulting in 164 mg/dl and lo. Customer was unable to access the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: strip issue, user had low glucose value. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/22/2014).